Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a transfer set leaked; further reported as "liquid flow out after closing twist clamp". This occurred during patient use for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot number is unknown (previously reported lot # h18l19079 is an invalid lot number not recognized by baxter). The sample evaluation was completed. A visual inspection with the naked eye was performed which revealed a broken occluder foot. Clear passage testing was performed with no issues noted. Functional leak and clamp function tests were performed which identified a broken occluder foot. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.